Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that therapy was delivered due to the implantable cardioverter defibrillator (ICD) detecting rapid ventricular response as ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.